Event description:
During an ak surgery, the graft was reported to leak very much through the wall the graft itself. When unclamping the artery, some blood passed through the wall of the graft and exit towards the 2 incisions. The graft stopped bleeding but not completely, which necessitate to put a drain in place for 24 hours. The graft remained implanted. No pt injury was reported. The event has been communicated to the design complaint unit on (B)(6) 2013.

Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicated values well within product specification. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120 mmhg as per iso 7198. The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.